Event description:
It was reported that the patient's right dbs extension was exhibiting high impedances and was believed to be damaged/broken. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's right dbs lead extension was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott a double dbs replacement took place. Following the procedure, the rep emailed an update stating that the right side had high impedances and the extension looked broken. Impedances were normal prior to surgery. The right extension was replaced. Impedances were normalized following the replacement. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.